Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: [hospital], "the clip applier was skipping loading some clips. Missed clips was seen several times during the surgery. The doctor was loading the clip to close the duct or artery". Additional feedback received by the menat supply chain team via email on 25 september 2024: "reference to the below return request, we contacted the hospital to retrieve the item. As advised per the hospital, item is no longer available (thrown to waste after surgery) which was confirmed by our field team member." Intervention: he continued using the clip applier till the end of surgery while checking if the clip is loaded before positioning it on the duct. Patient status: na.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap cholecystectomy event description: [hospital] "the clip applier was skipping loading some clips. Missed clips was seen several times during the surgery. The doctor was loading the clip to close the duct or artery" additional feedback received by the menat supply chain team via email on 25 september 2024: "reference to the below return request, we contacted the hospital to retrieve the item. As advised per the hospital, item is no longer available (thrown to waste after surgery) which was confirmed by our field team member" intervention: he continued using the clip applier till the end of surgery while checking if the clip is loaded before positioning it on the duct patient status: na.